Event description:
A new technician employed by the dealer improperly routed the switchbox cable around the backrest attaching hardware which resulted in pinching of the wires causing a short circuit. The client did not report injuries. Manufacturer informed dealer of mistake in routing the cables and dealer acknowledged the mistake. Chair was repaired. A fused link has been added to the switchbox cable by manufacturer.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the wheelchair and determined that improper routing of the switchbox cable around the backrest attaching hardware resulted in pinching of the wires causing a short circuit. The client did not report injuries. A new technician with the dealer improperly routed the cable. Manufacturer informed dealer of mistake in routing the cables and dealer acknowledged the mistake. Chair was repaired. A fused link has been added to the switchbox cable by manufacturer.